Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons required hard presses to elicit a response. The reporter noted that the up arrow, down arrow, and ok keypad button symbols were worn off. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 06/13/2013device evaluation: on examination, the keypad is intact. On testing, all the keypad buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display lens was noted to be cracked around the edges.